Event description:
No dilatation, no post dilatation. Target vessel: size 7mm. Diameter & length 7mmx14mm. Vessel tortuosity: was moderate. Degree of stenosis: 80%. Put stent in tube, stent slipped off of balloon, had to slide and reinstate second portion of stent, slid stent proximally so physician deployed distal half of the stent, inflated balloon, pulled back and inflated second half of the stent, the deployed stent is in the appropriate clinical position. The incident report on stent deployment technique and final result with patient sounds correct (although after deploying the distal portion of the stent he actually pulled the balloon back to deploy the proximal part of the stent) the stent did not completely come off the balloon.